Event description:
It was reported that the patient had a seroma in pocket and that the patient wanted it removed. It was noted that actions required as a result of the event was explant of the device. This was noted on two implantable neurostimulators (ins) and the lead. It was noted that it was unknown if any diagnostic testing or trouble shooting was performed. It was noted that the lead and ins were removed. It was further noted that the patient¿s status at the time of report was alive with no injury. Additional information received confirmed that the first ins was removed due to the seroma. Refer to manufacturer report # 3004209178-2013-15013

Event description:
Additional information received reported that the old ins was explanted due to end of life, not a seroma as previously reported. The patient was fine, per discussion with the physician.

Event description:
Follow up information reported that the patient¿s seroma developed shortly after the placement of the new implantable neurostimulator (ins). The physician and the patient decided to have the ins and lead explanted. It was noted that they had not encountered any more issues.

Manufacturer narrative:
Product ID 3058 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6); product type implantable neurostimulator product ID 3889-28 lot# v249003, implanted: 2009 (B)(6); product type lead product ID 3037 lot# serial# (B)(4); product type programmer, patient. (B)(4).